Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 unopened racepacks. Analysis and results: there are no previous complaints of the same reference batch. There are no units in stock. Extraction of the suture in the received closed samples is correct and the current one. Suture has been pulled out without difficulty. The suture has been pulled out in the direction as it is shown in enclosed racepack user guide. Visually, thread surface appearance of closed samples received is correct and the usual one, as can be seen on enclosed picture. Furthermore, sewing test on artificial skin tissue has been conducted with the samples received and fraying/splitting does not appear when pulling the thread through the tissue. Remarks: please note that two movements need to be done to pull out the suture from the packaging according to the design of double armed sutures packed in race pack: first one for pulling out the first needle and thread. Second one to pull out the second needle. This product has been manufactured with the current design of winding and packaging. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units that requires the OEM requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders." Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread is splicing and getting damaged during withdrawal. Customer assume a problem with the package. After withdrawal the thread broke very easily.